Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity drug eluting stent to treat a lesion in the left anterior descending (lad) artery. The lesion exhibited moderate tortuosity, severe calcification with 80% stenosis. The lesion was described as a thrombus lesion. The device was inspected and prepped prior to use with no issues noted. The device was unable to cross the lesion. An image provided of the used device identified stent deformation. No patient injury is reported.

Manufacturer narrative:
It was reported that the deformation didn't occur when the device passed the lesion. If information is provided in the future, a supplemental report will be issued.